Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The following section could not be completed with the limited information provided: implant date - approximately 6 years ago

Event description:
It was reported that patient underwent a total knee arthroplasty in 2009 implanting an orthopedic salvage system. Subsequently, a revision procedure was performed on an unknown date due to loosening of the femoral component. During the procedure, the femoral component was removed and replaced.

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date implanting an orthopedic salvage system. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. Initial reporter - unknown. PMA/510(k) number. Manufacture date ¿ unknown.